Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection procedure, the device was not registering and also would not open /shut properly. They used a new device to complete the case. There was no patient injury.